Manufacturer narrative:
Eval: results: complaint was confirmed. As rec'd, both leads were kinked with all the wires broken. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt rec'd scs system on (B)(6) 2005. It was reported that the system was not used for (B)(6). During system replacement procedure, it was noticed tht the leads were fractured. The leads were replaced by new leads.